Manufacturer narrative:
The insulin pump was received with a constant motor error during rewind due to motor encoder signal out of phase. Unable to complete the functional testing or verify e70 alarm in the alarm history screen due to motor error alarm. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error and motor position encoder error during rewind. Customer stated she was getting an MRI done and she forgot to remove the insulin pump. Customer does not use the sensor feature and is unable to complete the rewind sequence. Customer was in a car accident and was in the hospital but she stated that it was not diabetes related or insulin pump related. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.